Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent a mesh revision on (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with cystourethroscopy due to menometrorrhagia and urethral hypermobility. The patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring, fistulae and other. It was reported that patient underwent diagnostic laparoscopy, lysis of adhesions and left salpingo-oophorectomy on (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency and nocturia. It was reported that patient underwent mesh revision on (B)(6) 2006 by (B)(6) due to urinary retention.

Manufacturer narrative:
It was reported that patient underwent mesh excision of mid urethral sling mesh and cystoscopy on (B)(6) 2016 by (B)(6) for pelvic pain.

Event description:
Details: it was reported that patient underwent mesh excision of mid urethral sling mesh and cystoscopy on (B)(6) 2016 by (B)(6) for pelvic pain.